Event description:
The customer reported to philips healthcare that they had a patient incident in which a patient died. The philips device was not a factor but they wanted assistance with the retrieval of log data for bed 331-1 on (B)(6) 2014 between 21:13:37 and (B)(6) 2014, at 03:52:13. The customer stated that they had iem paging in use and noted that the emerging alarm message log showed an ECG leads off alarm at 02:33:58 and an asystole at 03:50:24. The customer wanted assistance with understanding what the sequence of events may have been.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.